Event description:
It was reported that the patient presented remotely via Merlin.net. Review of the transmission indicated that the right atrial (RA) lead exhibited high capture threshold while the right ventricular (RV) lead exhibited noise oversensing resulted in pacing inhibition. During the lead revision procedure on (b)(6) 2026, insulation breach was noted visually on the RA lead upon pocket reopening. Both the RA & RV leads were explanted and replaced. The patient was in stable condition.